Event description:
Customer reported the beneview monitor's mom module had no temperature readings. No pt injury was reported.

Manufacturer narrative:
Mindray service representative repaired the cold solder on the front panel of the mpm module. Unit was calibrated and safety tested to factory specifications.